Event description:
Lead fracture and migration. Lead implanted 9/10/93. Explanted 8/4/95. Difficult 2 hour extraction. Half of wire coiled up in atrium and ventricle. Wire adhered to ventricle wall; wire broke loose. Traumatic extraction for pt, who was under local anesthesia and felt the lead being tugged through his heart. Much anxiety to pt who reportedly was aware of risk of excessive removal which could result in a hole in his heart. Follow-up echo reveals a tricuspid valve leak (ranked 2 out of 4) which concerns pt as he did not think the pacemaker lead would damage his valve, and felt the drs do not adequately communicate to the pt of the risks to the pt. His pacing system was implanted 1 year, 10 months after mitral valve replacement surgery 9/93. Dr noted slow heart rate. Pt may have generator removed after holter monitor tape reviewed as pt states the pacing system was preventative and has been fine the last 4 months without it working.